Manufacturer narrative:
Batch review performed on 21 may 2021: lot 179594: (B)(4) items manufactured and released on 16-apr-2018. Expiration date: 2023-04-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional devices involved: batch reviews performed on 21 may 2021: gmk-sphere 02.07.1202l tibial tray fixed cemented size 2 (k090988) lot 189124: (B)(4) items manufactured and released on 7-feb-2019. Expiration date: 2024-01-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 1 similar reported event due to implant mobilization. Gmk-sphere 02.07.0033rp patella resurfacing size 1 (k090988) lot 174634: (B)(4) items manufactured and released on 29-nov-2017. Expiration date: 2022-11-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
1 year and 10 months after the primary surgery the patient came in reporting pain and swelling in the knee. The surgeon determined that the patient had a metal allergy. The surgeon also observed that all of the implants were loose and the cause of the loose implants are unknown. The surgeon removed all implants and revised them with new hardware. The surgery was completed successfully.